Event description:
Patient was revised due to pain and high ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised due to pain and high ion levels. Update 8/23/2012 litigation papers allege that the asr implant was failing and the patient had high concentrations of various metallic elements in his blood as a result. The patient suffered injuries of a permanent nature; endured pain and suffering and is unable to attend to his normal affairs and duties for an indefinite period of time. There is no new information that would change the outcome of the investigation. Update rec'd 11/5/2014- ppd received. Dob and product/lot information updated. Stem and sleeve added for elevated metal ion levels. This complaint was updated on 12/3/2014.

Manufacturer narrative:
Litigation papers allege that the asr implant was failing and the patient had high concentrations of various metallic elements in his blood as a result. The patient suffered injuries of a permanent nature; endured pain and suffering and is unable to attend to his normal affairs and duties for an indefinite period of time. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
After review of medical records for MDR reportability, in addition to what was previously reported, revision notes reported hip tissue consistent with metallosis.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.